Event description:
This report is based on information provided by the philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device failed the self-test. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. This was confirmed in an email response. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The asp provided a quote for diagnostic service; however, we are unable to confirm the final disposition of the device because the customer refused the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.